Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Based on the ftir results, the foreign matter spectrum matches reasonably with that of silicone. Based on the fm material type, investigation was conducted to identify the potential fm sources. From the sticky, gel-like properties of the fm, and given the fm material type was silicone, it was suspected that the fm was the silicone lube applied on the catheter and cannula surfaces of the product to aid lubrication during product insertion. As the fm appearance was droplet-like, it was suspected that it was due to excessive lube on the catheter surface that aggregated and formed a droplet-like lump on the catheter surface. Given the gel-like nature of the lube, it was possible for the lube to flow to different locations on the catheter during transportation or storage. It was possible that during needle cover removal, when the product was maneuvered, the lube lump that was formed on the catheter touched the needle cover inner wall and sticked there. As the sample was returned in open packaging, the actual root cause was unable to be established.

Event description:
The customer reported that there was a jelly-like viscous unknown substance in the indwelling needle and asked the company to inspect it.

Event description:
It was reported that bd insyte pnk 20ga x 1.88in had foreign matter the customer reported that there was a jelly-like viscous unknown substance in the indwelling needle and asked the company to inspect it.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.